Manufacturer narrative:
More than three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided, the complaint will be closed. A supplemental report will be submitted if additional information is provided.

Event description:
The customer reported noticing a big change through the helium regulator on the caridosave intra-aortic balloon pump (iabp) the cylinder is leaking. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.